Event description:
It was reported that pump malfunction occurred with malfunction code malf 12, and no notable events took place before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if any malfunction code recurred, which caller acknowledged and understood.